Event description:
A foley that came from the or, size 6 fr, and during routine foley care it came out. Evaluation of the foley showed that the balloon was popped. Manufacturer response for foley catheter, foley catheter (per site reporter) contacted for RMA.